Manufacturer narrative:
Continuation of d10: product ID 3778-75, serial#: (B)(6), implanted: (B)(6) 2009, product type: lead UDI: (B)(4). Product ID 3778-75 lot# serial# (B)(6), implanted: (B)(6) 2009, product type: lead UDI:(B)(4). H6 coding has been updated. Additional information suggests there was no serious injury and no surgery is planned at this time. Event is still reportable for malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated the patient (pt) needed to be reprogrammed. Caller wanted to know if there was a way to reprogram the patient's spinal cord stimulator. Caller stated that one of the leads was not working and they were trying to hold off on the surgery as much as they could. Caller noted that the lead was damaged and that was what was causing the issue with the stimulation not helping the patient with their pain. Patient noted that they were not feeling the stimulation where it was programmed in the beginning after their surgery. They stated the therapy was causing uncomfortable stimulation. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the local manufacturer representatives (rep[s]). Caller stated it was identified the lead was damaged 4 years ago.

Event description:
Additional information was received, it was reported the patient was trying to get an appointment with their implanting physician.

Manufacturer narrative:
Continuation of d10: product ID 3778-75 serial# (B)(6), implanted: (B)(6) 2009, product type: lead; product ID 3778-75 serial# (B)(6) implanted: (B)(6) 2009 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3778-75; serial#: (B)(6); implanted: (B)(6) 2009; product type: lead. Product ID: 3778-75; serial#: (B)(6); implanted: (B)(6) 2009; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) was seen in the office by a rep and physician where the stimulator was interrogated and found to have out of range impedances. Pt stated the cause of the issues were unknown. Rep reported pt will be referred to a neurosurgeon for possible revision. The issue has not been resolved and pt will be meeting with a neurosurgeon for consult. The information has been confirmed by the physician.

Event description:
Additional information was received from the rep. The patient has not been scheduled for surgery yet and is still awaiting a surgical consult appointment. The issue was not resolved at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep confirmed that information they recieved on 3/14/2025 was provided based on feedback from the physician. Rep was informed by the physician office that the surgical consult occurred on (B)(6) 2025. Medtronic was not made aware of this appointment or invited. The physician office had the surgical consult on (B)(6) 2025 and medtronic was not invited. The physician office informed me the patient was being schedule for a revision with another company and medtronic. No additional information was shared from the physician about the date. Unknown if issue is resolved, the physician has decided to switch to a different company and medtronic has not been involved since the patient was awaiting authorization from the va to see the physician for the surgical consult. Rep has not asked customer to return the device. Device has not been returned. Unknown who have possession of the device. Last communication with the physician about this patient was on 4/15 where the physician stated they will be switching to a different company. Medtronic has not been informed of any additional information about this patient or case since.

Manufacturer narrative:
Continuation of d10: product ID 3778-75 serial# (B)(6) implanted: (B)(6) 2009 product type lead product ID 3778-75 serial# (B)(6) implanted: (B)(6) 2009 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009 , product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 21-nov-2012, UDI#: (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: 21-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported he will be having surgery soon because two wires are damage since about 2yrs ago.